Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters occurred. Write to locked ram power on reset occurred on (B)(6) 2011 at address 0e d4. Por severity: low. The device should be able to fully recover after the reset. The device was not returned but diagnostic information is consistent with reported event.

Event description:
It was reported that the patient alert sounded due to a power on reset of the device. The parameters were reset and checked. The device remains in use. No patient complications have been reported as a result of this event.